Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 540 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia, vomiting and diarrhea. The patient was treated with insulin, potassium, and magnesium by IV (intravenous), and also did basal and bolus mdi (multiple daily injection) insulin. The patient also reported she was out of town visiting a friend and did not bring extra pump supplies with her. She reported receiving multiple alarms while out of town; occlusion, adr (automated delivery restriction), and pod expired. The patient reported she removed the pod because she felt it was no longer delivering insulin and thought she would be okay going through the night without insulin. Patient acknowledge partial responsibility for the hospitalization because she failed to bring additional pump supplies with her if needed. The patient was discharged two days later. The pod was removed prior to seeking medical attention and has been discarded.